Event description:
The customer reported to vyaire medical that the vela ventilator is alarming transducer fault during testing before connecting it to the patient. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the suspect device will not be returned for evaluation. Therefore, root cause was not determined. However, an order for a part replacement has been placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.